Event description:
As reported by the edwards field clinical specialist, during an off-label tricuspid case by jugular approach, a 29mm sapien 3 valve was intended to be implanted into a 32mm non-edwards ring. During deployment, the balloon came into contact with a micra wireless pm anchor and ruptured before complete deployment. The valve was partially deployed. As a second valve was prepared, the initial valve backed into the atrium. The second valve was deployed in the proper position without incidence. A 30 nucleus balloon was then brought in, and the initial valve was successfully pulled in the svc, verified that it was in the best position, and then fully deployed. The patient remained stable throughout the procedure and left the room in stable condition. Transesophageal echo verified that both valves were secure and no perivalvular leak was noted.